Event description:
The customer reported via phone call that she was attempting to change the infusion set, but she cannot escape the rewind/prime process. Customer was receiving a compromised force sensor system alarm customer's blood glucose was 199 mg/dl at the time of the incident. Customer stated that the drive support cap is flush. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-15052.